Manufacturer narrative:
Updated: h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the jet channel appeared to be a white crystalline substance but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of improper device reprocessing due user handling/mishandling. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material in the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.